Manufacturer narrative:
Based on the completed investigation, the noisy image was caused by a fluid leak from the scope connector. The root cause could not be definitively determined; however, the issue is likely attributable to component damage. The identity of the foreign objects found in the nozzle, as well as the reason they remained in the device, also could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician identified image noise caused by a fluid leak originating from the scope connector. The nozzle was also found to contain foreign material. The identity of the foreign object and the reason it remained in the device could not be determined. There was no patient involvement.